Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. There was a limited amount of ablation performed. A perforation was discovered in the left atrial appendage as there was a drop in the patient¿s blood pressure. It was confirmed with echo. A pericardiocentesis was performed and 3 liters of fluid were removed. The patient was sent to the operating room. Surgical intervention was ultimately required to remedy the event. The patient did require extended hospitalization. The patient fully recovered with no residual effects. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 105 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during carto test; however the root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of the open circuit at the sensor could not be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3.cool flow pump: model #: m-5491-02, serial #: (B)(4). 4.soundstar catheter: model #: unknown, lot #: unknown. 5.lasso w/ auto ID catheter: 6.model #: d-1220-82-s, lot #:16069213l. 7.lasso nav variable eco catheter: model #: d-1343-01-s, lot #:17328542l. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis and surgical intervention. The patient's medical history was unknown. The lasso navigational variable eco catheter would not maintain its loop. The catheter was replaced and the issue resolved. Since the loop contraction mechanism was not working properly, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, this issue was assessed as not reportable. Later in the procedure, there was a limited amount of ablation performed. A perforation was discovered in the left atrial appendage as there was a drop in the patient's blood pressure. It was confirmed with echo. A pericardiocentesis was performed and 3 liters of fluid were removed. The patient was sent to the operating room . Surgical intervention was ultimately required to remedy the event. There was no transseptal puncture performed. They were not sure when the event occurred. There were no error messages that populated on the biosense webster equipment. Anticoagulation was used during the procedure. The patient did require extended hospitalization. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event was that it was procedure related. Settings during the event include: 30ml/min was the highest flow / agilis small curve and medium curve were used. This patient event was assessed as a serious injury reportable under the smart touch unidirectional catheter.